Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 4. Implant surface not completely covered with bone and sinus perforation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.